Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown left triathlon knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device remains implanted.

Event description:
It was reported that the patient is in a lot of pain and the knee is swollen and hot. Pain is not continuous if patient stays off his feet.